Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ac inlet connector and power cord were found to be broken. The ac inlet connector and power cord were replaced to address the issue. The device failed steps during testing. The sensor board was replaced to address the issues. The ventilator's flow sensor assembly was found to be contaminated with dust and was replaced to address the issue.